Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead over sensing causing brief inhibition was observed. Programming changes were made to the sensitivity of the paced rate/sense. Patient will continue to be monitored. The patient¿s condition was fine.